Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate therapy. This device delivered twenty bursts anti-tachycardia pacing (atp) and three inappropriate shocks. Technical services (ts) reviewed the event information and could not determine if the therapy was an atrial driven arrhythmia. Reprogramming options were recommended, and further evaluation of the patient condition was planned. This ICD remains in service. No adverse patient effects were reported.